Manufacturer narrative:
Product complaint # ==> (B)(4). Batch #: unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information was requested, and the following was obtained: can you please provide more event details? No. Was the manual override lever attempted to open the jaws of the device? Yes. If yes, did it function as designed? Yes. Did the jaws of the device eventually open? Yes. How much blood did the patient lose? No. Was the bleeding controlled? Na. Were any blood products or transfusion required? No. If so, please explain. Was it necessary to open the patient to control the bleeding? Na. If yes, please explain. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No.

Event description:
It was reported that during the endoscopic lobectomy surgery when using the pse45a to served lobar tissue and when perforated vein with ecr45w. After fired , the knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. As the tissue was cut off, removed the device from the patient through tissue gap.there were no adverse consequences to the patient. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 1/16/2020. D4: batch # t5cx3z. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with one ecr45w cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Once the device completed the firing sequence, the knife returned home as intended. The knife reverse button worked properly during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.